Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: item # 11-363660 , head, lot # unk; item # unk, shell, lot # unk; item # unk, liner, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05595, 0001825034 - 2018 - 05596, 0001825034 - 2018 - 05597.

Event description:
It was reported that approximately 1 month post implantation, the patient presented with wound dehiscence, which was mildly superficially debrided in office and wet to dry dressing applied. Patient was given oral antibiotics. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical products - cer bioloxd option head, catalog #: 650-1057 lot #: unknown. Cer option type 1 tpr, catalog #: 650-1065 lot #: unknown. G7 finned 4 hole shell, catalog #: 110017105 lot #: unknown. Unknown g7 e1 neutral liner, catalog #: unknown lot #: unknown. Multiple MDR reports were filed for this event, please also see associated reports: 0001825034 - 2018 - 09254. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.